Event description:
Haemonetics received a report on (B)(4) 2014 for an orthopat device with a cracked cover. No other info was given. There was no report of any pt or operator injury.

Manufacturer narrative:
The device was returned for the issue of a cracked cover. During the eval on (B)(4) 2014, a fluid spill was found internal to the device. The spill was found inside the power supply, chassis and pcb. There was no evidence of carbonization, arcing or sparking. This device will be cleaned, repaired and upgraded to the current fluid ingress remediation. (B)(4).